Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the suture of the first device snapped. The second device achieved hemostasis; however, the patient bled after 5 hours of bedrest. This required manual compression and an overnight hospital stay for additional monitoring of bleeding. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment is based on the circumstances of the procedure. The patient effect of hemorrhage/bleeding is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.